Event description:
It was reported to philips that the device's image hard disk drive was full, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was in clinical use, and it was undergoing emergency treatment. The procedure was completed by restarting the system. It was reported that the image hard disk drive was full. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the hard disk drive was full. Fse replaced the hard disk and redownloaded the software. After the replacement of hard disk, the system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.